Event description:
It was reported that the insulin pump had been thrown into a river by a 4 year old. The blood glucose reading was 450 mg/dl the night prior after losing the device, which is when the customer decided to start taking manual injections. The blood glucose reading after treatment was 110 mg/dl. 3 days later, the customer called to report that the lost insulin pump had been found. The most recent blood glucose reading was 124 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.